Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high impedance measurements. The device therapy was disabled and the patient was in stable condition. On (B)(6) 2018 the lead was replaced, it is unclear if the lead was capped or explanted. The patient was stable throughout and post surgery.

Event description:
New information reported stated that the lead was capped and replaced on (B)(6) 2018.